Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: d9: device available for evaluation: previously reported as no; updated to yes. E1: email address: previously reported as (B)(6); updated to (B)(6).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient to develop kidney disease, diabetes, chronic obstructive pulmonary disease (copd), congestive heart failure (chf),sinus issues, runny nose, headache, swelling, sore throat, loss of taste and smell, stomach problems, diabetes, kidney disease, lung issues, copd, anxiety, weakness in leg, heart stent, chf, and afib. The patient required cardiac surgery and medication to treat the reported event related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.this event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health impact code was not captured in intial MDR,now it is corrected and updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop kidney disease, diabetes, chronic obstructive pulmonary disease (copd), congestive heart failure (chf). The patient required cardiac surgery and medication to treat the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.